Event description:
It was reported that the customer was hospitalized with high bgs. The customer felt sick and was throwing up the night before and was taken to the doctors office the next day. The family member stated pt was determined to be dehydrated. Pt was given some fluids and sent home. Later that day pt was hospitalized. Troubleshooting revealed the customer had changed the set the day before the incident and the pump continually alarmed no delivery. The doctor instructed pt to use their 508 pump until replacement arrives.